Event description:
Post chest tube insertion on morphine pca for pain relief. Pt became very sedated and difficult to arouse. Basal rate had already been discontinued during night. Narcan 0.1mg given. Pt arousable.